Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator.

Event description:
New information received notes no changes were made. The patient was being monitored and was stable.